Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts, a display screen failure, and battery cap damage. This report is made based on results of investigation completed on 12/02/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2013 with the following findings: during testing, evidence of contamination was found under all key contacts. The keypad cover had been returned torn. The display screen was found to be dim and discolored. Additionally, the threads of the battery cap were found to be stripped. (B)(6).